Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient's mother thought the pump was not working properly. It was stated around (B)(6) 2017 the patient displayed symptoms of sweatiness, clamminess, and lethargy. The patient was admitted to the hospital on (B)(6) 2017 and was being worked up for several things. No further complications were anticipated/reported.